Event description:
Customer reported a potentiometer error displayed. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the fluoro functions board. System operates as intended.